Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 20-jun-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. An unrelated deficiency has been previously identified for cg8+ cartridge lot w25037 and is being investigated under quality record (qr) (B)(4).

Event description:
On 26-may-2025, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant potassium result on a 2 day old male severe premature (24 weeks) patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: date: collected: tested: potassium: cobas ise, (B)(6) 2025, 06:00, unknown, 4.4 mmol/l. I-stat, (B)(6) 2025, 11:00, 11:07, 2.7 mmol/l. I-stat, (B)(6) 2025, 14:24, 14:24, 2.5 mmol/l. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.